Event description:
It was reported to medtronic minimed that the customer experienced critical pump error and alarm was unspecified. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that pump error 53 was recorded on 06/02/2024 at 12:14:21. File number 17 and line number 171. Per software engineer log, pump error 53 was triggered in delivery_sf_start_up.c file function: dm_startupstatefunc() due to unexpected message. Isolate to electronic assembly. In addition, motor drive error (43) alarms were recorded several times on 06/22/2024 at 06:39:00 through 09:25:00 hour. Motor voltage error (41) was also noted multiple times on 06/22/2024 at 06:39:00 through 09:15:01 hour. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. However, a bundle of animal hair was found around force sensor, the motor and internal power connectors. Unit was received with pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at select button, scratched case, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing and battery tube threads - cracked. In conclusion, customer concerns of no delivery alarms were not confirm during testing. Unit was tested successfully, and no unexpected no delivery alarms noted. Unit functioned properly. However, pump error 53 was recorded in adapt history files triggered in delivery_sf_start_up.c file function: dm_startupstatefunc() due to unexpected message. Isolate to electronic assembly. Animal hair was also noted around force sensor, motor and internal battery connectors during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.